Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3® delivery system. A delivery catheter for trunk-ipsilateral leg component (rlt231418j/(B)(4)) was advanced from the left side and its proximal portion was deployed. An attempt was made to push up the ipsilateral leg while it was deployed, but it unintentionally covered the left internal iliac artery. A contralateral leg component was implanted in the right side, and the procedure was concluded with a wait-and-watch approach taken to the vessel coverage.